Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was damaged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was damaged. It was also noted that the lead experienced placement difficulty due to the patient's anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.